Event description:
The customer reported being hospitalized due to a stroke caused by a lot of stress. The customer stated that the insulin pump was stolen while in the hospital. The blood glucose reading was 699mg/dl. It was stated that the doctor felt the customer's high glucose level was due to the stroke and stress, not due to the insulin pump. The customer's blood glucose was treated with insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.